Manufacturer narrative:
Device evaluation: the returned iab has a serial number of (B)(6) which does not match the lot number on the complaint parent record "3000282937". The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath, extracorporeal tubing, catheter tubing and within the stat-gard sleeve. The sheath was returned over the iab membrane. Blood was observed inside the membrane. One kink was observed on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. A second kink was observed on the inner lumen approximately 26.7cm from the iab tip. The extracorporeal tubing was returned cut and a portion of the tubing was not returned for evaluation. The optical fiber was found to be broken approximately 2.3cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, and extender tubing was performed, and a leak was observed at the iab tip. The reported problems were most likely triggered by a leak in the iab which was found at the iab tip. This damage occurred after shipment of the device. The DHR was reviewed and the iab was deemed acceptable prior to leaving the manufacturing facility. Each iab is leak tested twice before being released. The root cause of damage to the device¿s tip cannot be determined, as it occurred after shipment of the device and was out of getinge¿s control. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Event description:
It was reported that a leak occurred during intra-aortic balloon (iab) therapy. The patient was being transported from the cath lab to the ICU when blood was noticed in the shuttle line. Therapy was stopped and the patient was returned to the cath lab where the iab was removed and a new one was placed. Because the customer said blood was in the tubing, they assumed it had also entered the cardiosave intra-aortic balloon pump (iabp). However, the getinge representative went to the hospital to review the situation with perfusion, and they did not see any indications that blood was in the iabp nor in the tubing where inserted into the iabp. It was then stated that the patient had sat up abruptly and coughed while the iab was pumping, possibly causing the rupture. There was no patient harm or adverse event reported. This report is for the iab. A separate report has been submitted for the cardiosave iabp under mfg report number 2249723-2023-04137.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).